Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin in the cartridge and not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. Customer's blood glucose level exceeded 500 mg/dl, with readings showing "high." To address the issue, customer administered a correction injection via mdi and did not require assistance from a third party. Customer resolved the problem by changing the infusion set and cartridge and continued insulin therapy.